Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
As reported, the camera head video image did not display. The unspecified procedure was completed with a different device without delay. No reports of user or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image was displayed. Investigation findings also include electrical contact corrosion, a loose scope mount, and cracks on the main body. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that the actual product was flooded in the image pickup area. Therefore, it is presumed that "no image is displayed" occurred because the image function did not function normally due to flooding of the image pickup area. The cause of the flooding of the cable and imaging section could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.